Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the probe was partially missing. There was scratch on the probe. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the grasping section was damaged when the user scraped tissue or coagulum on them with a sharp instrument. The above device handling has warned in the instruction manual as follows; *if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
We received the following report. *during a laparoscopic nephrectomy, the subject device was used. The jaw of the device was damaged. There was no patient injury reported. On september 26,2019, as a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing and the coating for electric insulation of the grasping section was partially missing. This is the report regarding the missing coating of the probe and the grasping section.